Manufacturer narrative:
Concomitant medical products: the following products were manufactured at: mdt powered surgical solutions (B)(4) indigo otol straight attachment (1845010); qty: 1; serial: (B)(4); lot: 207255663; manufactured: july 30, 2013; indigo otol angled attachment (1845020); qty: 1; serial: (B)(4); lot: 207262552; manufactured: august 01, 2013. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
Additional information received on 8/27/2014. In response to medtronic¿s request for device return, the device was received for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, as no ¿excessive¿ heat related failures were observed and neither of the units ran hot within a minute. However, the handpiece did run hot after 4 minutes of testing along with running noisy and being discolored; therefore the motor and collet were replaced as a result. No fault or out of specification conditions were found with the attachments, they were tested and passed all manufacturing specifications¿including temperature testing. (B)(4)

Event description:
Upon follow-up, it was also reported it took between 1 and 5 minutes for the device to heat up&#61524; which point, further use of the device was discontinued.

Event description:
It was reported that an indigo high speed otologic drill and its attachments were ¿overheating¿. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.